Event description:
Allegedly, at the beginning of a laparoscopic cholecystectomy procedure, the thermoflator was set at 16hg and 20lpm. The first trocar was placed in the abdomen; they connected the gas and turned on the machine. The lights and display came on but no gas was being delivered. The machin was set for a low pressure and that was checked on the gauges. But the machine was syncing high pressure and would not release the gas. They decided to abort the procedure as they did not have a back-up insufflator. Pt was transferred to another hospital to have the procedure done.